Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the microscope wobbled.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to replicate microscope ¿wobble¿. The company service representative did notice that the counterbalance in the articulating arm was slightly off, which was adjusted accordingly. However, this is unlikely related to the reported event as the counterbalance prevents up/down drift of the optical head. The company service representative also noted that at the time of the reported event, not all casters were securely locked. The system was then tested and met all product specifications. The operator¿s manual provides instructions to ensure that the system is secure prior to use. The system was manufactured on march 5, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the user not securing the casters. The manufacturer internal reference number is: (B)(4).